Event description:
Event description guidant received information that during a routine follow-up visit to monitor this pacing system, this right ventricular lead was unable to capture the myocardium. A revision procedure was scheduled and the lead was successfully repositioned.